Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 4.5 mg/ml morphine (other) at 0.8 mg, 225 mcg/ml fentanyl at 40 mcg/day, and 4.5 mg/ml bupivacaine at 0.8 mg. The reason for use was not reported. It was reported that the patient¿s pump was pushing against her ribs, causing pain. It was unknown when the issue was first noticed. Environmental/external/patient factors that may have led or contributed to the issue consisted of the pump location being proximal to the ribs. No troubleshooting was performed. Actions that were taken to resolve the issue included a pocket revision to a location more inferior to its original location. The issue was resolved at the time of this report and the patient status was listed as ¿alive - no injury.¿ the healthcare professional (hcp) has no further information for the manufacturer. There were no further complications reported/anticipated.